Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced tissue erosion on the right eye (od) at a 10 day post op exam. A brief description from the surgery center indicated the patient came in complaining of blurry vision and pain. The surgery center indicated the patient had experienced loss of best corrected visual acuity (bcva). Bandage contact lens was placed and topical steroids(vigamox, predforted, bdf) were increased used to treat the symptoms. Pre-op; bcva from (B)(6) 2009: right eye pre-op 20/30 -8 .50 x -3.25 x 5, left eye pre-op 20/30 -7 .00 x -3.00 x 8. Post-op; bcva from (B)(6) 2016: right eye post-op 20/30 -1.75 x .00 x 90, left eye post-op 20/30 .00 x .00 x 90.

Manufacturer narrative:
Corrected data: in the initial report is was reported that the manufacturing date for the system was 9/30/2007 however, the manufacturing site has provided the date as 2008 (only the year was provided). Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.